Manufacturer narrative:
The investigation of the reported issue was completed with the following result. The reported event was caused by a motor power supply cable under the table that was not properly installed. The cable was pinched between the table motor (gear) and table lifting motor base during the system movement. The concerned cable at the user site was replaced by siemens local service. The system was brought back to specifications and returned to use. Siemens will be initiating a correction for the reported issue via a field modification. The update instruction xp041/19/s will be released to the field in the end of september 2019.

Manufacturer narrative:
The concerned power cable is located under the table and enclosed in plastic cover. User is unable to touch the cable. The table is grounded eliminating risk of potential electrical shock to persons. A supplemental report will be submitted if additional information becomes available. (B)(6).

Event description:
Siemens became aware of an incident that occurred with the multix imact unit. During table lift movement the system suddenly stopped with a loud sound. No table movements were possible following the incident. Siemens local service engineer checked the unit and found a power cable pinched under the table motor. The insulation on the cable was broken. There are no injuries attributed to this event. The reported event occurred in (B)(6).